Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to perform the fill tubing sequence when loading on new pump supplies onto the pump resulting in air being delivering instead of insulin. Customer's blood glucose (bg) was 584 mg/dl. Bg was addressed via a correction bolus. Reportedly, customer performed fill tubing sequence and resumed insulin delivery.